Manufacturer narrative:
Additional information was received that there was unspecified trace aortic insufficiency remaining after implant of the second valve. No additional adverse patient effects were reported. Updated b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record and frame record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Images were submitted to medtronic for image review. The image review showed two valve load checks confirming good loads for this event. The imaging provided confirm after the initial implant the first valve system had migrated above the annulus and paravalvular leak (pvl) was present. The balloon aortic valvuloplasty (bav) as stated that caused the pop-out is not seen in the imaging provided. A second system was loaded and implanted inside the first valve system. Per the device instructions for use (IFU), in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilation of the bioprosthesis may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation.¿ the balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices. With the limited information available and no product analysis, a conclusive root cause for the under expansion cannot be determined but the reported calcium burden (for which a pre-implant bav was performed) may have been a contributing cause. Regurgitation can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions, but a conclusive cause could not be determined from the limited information available. However, as it was reported upon inflation of the balloon, there was a noticeable shift in the valve (the dislodgement was confirmed by the image review). The dislodgement was a likely a contributing cause. Potential factors that can influence a dislodged valve include tension applied on the dcs during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. In this case, a conclusive root cause could not be determined from the limited available information but as it was reported upon inflation of the balloon, there was a noticeable shift in the valve, the post-implant bav may have been a contributing cause. Update: h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a 34 millimeter (mm) valve was used with a subclavian approach. A pre-implant balloon aortic valvuloplasty (bav) was performed due to calcium burden with a 22 mm non-medtronic balloon. The valve was prepared and positioned before being deployed to 80 percent. The depth was noted to be 3 mm on the non-coronary cusp (ncc) and 5 mm on the left coronary cusp (lcc). Angiogram showed that the valve was constrained. The valve was deployed and a post-implant bav was performed with a 26 mm non-medtronic balloon. Upon inflation of the balloon, there was a noticeable shift in the valve. The balloon was removed and another angiogram was performed. The position of the valve was noted to be 5 mm above the annular plane on the ncc and 2 mm above the annular plane on the lcc. Moderate to severe aortic insufficiency was also noted. A different 34 mm valve was placed in the aortic position below the first valve. No additional adverse patient effects were reported.